Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 22-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 04-aug-2017 from the patient stated that she had to go through a second surgery in order to remove the retained catheter on (B)(6) 2017. This was done at the same hospital and with the same surgeon. The sample will not be returned.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown, flow rate: unknown, procedure: total hysterectomy, cathplace: abdomen. It was reported that a patient experienced a catheter break incident. There was no discomfort experienced during the catheter removal. However, it was estimated that approximately three inches of the catheter segment is retained inside the patient. The patient attempted removal of the pump on (B)(6), and the left side would not come out. The right side was removed with ease. The patient went to the doctor's office on (b)(46 2017 and the physician's assistance experienced resistance during the removal attempt. The doctor was called and was requested by the patient to pull the catheter out. The catheter snapped, and the patient believes there to be about 3 inches remaining in her abdomen. Additional information updated on 18-jul-2017 stated that the patient had an MRI, and will be seen on (B)(6) to possibly have the retained fragment removed. Additional information received on 24-jul-2017 from the patient stated that she is a nurse herself, and had two catheters placed after her total hysterectomy surgery. She removed the right side catheter without issue, but she experienced resistance on the left side so she left it alone. On (B)(6) 2017, the patient confirmed that she had the left side catheter removed at the doctor's office and it snapped. The patient was given an MRI and CT scan, which confirmed about two and half inches of the catheter was retained.